Manufacturer narrative:
This report is filed, march 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.